Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/ pt contacted lifescan (lfs) alleging erratic readings on the meter. The pt received readings of 333 mg/dl, 233 mg/dl, 230 mg/dl and 197 mg/dl. Readings were taken less than 10 minutes from one another. There is no info on whether the pt experienced any symptoms at the time of testing. The test strips were in good condition and not expired. The control solution the pt had was not expired. The test strips failed twice using the control solution. The technique of applying blood on the test strip was correct. Customer care agent (cca) sent the pt a replacement meter.